Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 838mg/dl. The customer was in intensive care unit and treated with an insulin drip for four days and on the fifth day with insulin and antibiotics. The customer was put in a regular room and sent home. The customer was vomiting. The customer stated that she had pancreatitis. No further information was provided.